Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h10, h11 corrected fields: d4-primary UDI number a review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump was not working. The issue was found during a routine inspection. There was no patient involvement.

Event description:
It was reported, the flushing pump was not working. The issue was found during a routine inspection. There was no patient involvement.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.